Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial # (B)(4), description: infinion tm cx 70 cm lead.

Event description:
A report was received that the patient lost the use of their limbs, was unable to communicate, and became unresponsive and aphasic due to left sided brain hemorrhage following a permanent implant procedure. The physician stated that the patient was treated conservatively and assessed that the hemorrhage was not a result of the implant.